Manufacturer narrative:
A sabina comfort lift is recommended to be used together with a liko comfort vest. A properly applied liko comfort vest in correct size is designed to keep a firm grip around the care taker's chest. This would make it impossible to slip through the vest. This gives us reason to believe that either the wrong accessory was used or a comfort vest was used but was either in an incorrect size and/or incorrectly applied. Remedial training on the proper use of pt lifting equipment is recommended for the staff at this facility.